Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not received for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.. (B)(4).

Event description:
It was reported that during a diagnosis procedure a guide wire tip detachment occurred. Vascular access was obtained via the right femoral artery. The targeted location for treatment was the mildly to moderately tortuous gastroduodenal artery (gda). A ".016 140x25cm fathom" guide wire was advanced into a 2.4 fr non-bsc microcatheter and encountered resistance pushing and pulling the device during manuvering. During an attempt to pull back the fathom guide wire, approximately 2cm of the tip detached. The detached guide wire tip was secured in the non-bsc microcatheter and removed outside of the patient's anatomy. The procedure was not completed due to this event. No patient complications were reported and the patient's status is listed as ok.